Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that cgm readings were inconsistent both high and low, potentially more high cgm readings. The patient reported the following examples: cgm was reading at 50 mg/dl and blood glucose meter was reading at 39 mg/dl, cgm was reading at 200 mg/dl and blood glucose meter was reading at 125 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.